Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-8740-40pts low profile screw¿, ti, 4.0 x 40 mm (from set ar-8737s) was put into the patient for a fracture and the screw broke into two places. They had to dig it out of the patient and use a plate instead of a screw. This was discovered during a procedure. Additional information was received on 12/03/2024: this was discovered during a lisfranc procedure on (B)(6) 2024. All fragments were retrieved from the patient, and no revision surgery is needed. The case was completed using a non-arthrex plate over the second tmt to stabilize. Due to the issue, an unplanned incision was performed, and medical intervention was required by the surgeon using a plate over the second tmt. The case was delayed an extra thirty minutes. The patient did not need hospitalization. It is yet to be determined if the deviation reduced the patient's quality of life. Additional information was received on 12/11/2024: the lot number of the ar-8740-40pts low profile screw¿, ti, 4.0 x 40 mm (from set ar-8737s) was lot 1727714.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged, ar-8740-40pts, low profile screw¿, ti, 4.0 x 40 mm, cannulated, short thread, cancellous, batch: 1727714, was received for investigation. Upon visual inspection, it was noted that the head and the shaft were detached. The shaft had a vertical crack as well. Additionally, the screw was had foreign matter encrusted along the threads. Due to contamination precautions, the device was visually inspected, and functional testing was not performed. The most likely cause of the reported failure is a user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.